Event description:
Received ds2 from respironics as replacement for recall CPAP machine. This second machine cause the same wheezing and cough as did the old ds - aside from bad design; it is a threat to lungs. FDA safety report ID # (B)(4).